Manufacturer narrative:
A direct relationship between the device and the report of bleeding, respiratory failure, and cardiac arrhythmia could not be determined. The patient remains ongoing on ventricular assist device support. Bleeding, respiratory failure, and cardiac arrhythmia are listed in the instruction for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 5 days) no other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 for sae major bleed, respiratory failure, and cardiac arrhythmia. Log file analysis was inconclusive because the older data was unable to be retrieved. Before and after this time frame via the controller event log file the mcs equipment is operating as expected. The account communicated that the patient became short of breath. The patient oxygen levels dropped and intubation began. The patient became hemodynamically unstable and had 0 flows on pump during intubation. The patient's chest was emergently opened at the bedside. The patient was in ventricular fibrillation and internal cardiac massage was initiated. The patient had to be shocked twice with internal paddles and regained rhythm. Additional information was requested but not provided.